Event description:
Ous MDR - after an implantation period of 3 days it was reported that during a follow up the physician has noticed that sensing and impedance decreased. He decided to reposition the lead. No adverse patient side effects have been reported apart from hospitalization and revision procedure.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.